Event description:
An elderly patient was transported by an ambulance to the emergency department (ed) entrance. The patient was placed in supine position on the stretcher and appropriately secured on the stretcher. Two emergency medical technicians/paramedics (emt/p) were positioned outside at the rear of the ambulance to guide and hold the foot end of the stretcher and one emt/p student was inside the patient compartment, holding cables and oxygen tubing at the head of the stretcher. While the head of the stretcher was clearing the ambulance doors (feet first), the stretcher tipped to the left side and quickly dropped to the pavement. The left side of the patient's head struck the pavement. The three emt/ps were unable to place the patient/stretcher in an upright position and so one of the emt/ps obtained assistance from the ed staff. The patient/stretcher was quickly righted and brought into the ed. The patient's injury as a result of this occurrence was one 2 cm left partietal scalp laceration.follow up: the manufacturer's representative was requested to inspect the stretcher and safety bar assembly/hook system. No problems were found--all was in working order. Investigation revealed that a towel got caught under the stretcher and disrupted the operation of the stretcher's safety bar. The crew was uncertain as to where the towel came from. The towel was covering the safety hook and prevented the safety bar from correctly latching on the safety hook. Because of this, the stretcher came completely out of the patient compartment and dropped before the emt/ps could react to the situation. An alert was distributed to remind staff of the concern of having clothing, towels, blankets or any similar items lying on the floor of the ambulance or very loosely draped off of the stretcher. Staff were reminded that they must always verify that the safety bar has correctly engaged the safety hook. If both emt/ps are at the foot end of the stretcher when moving it out of the patient compartment, one of the emt/ps must move to the side of the stretcher to verify that the safety bar has correctly engaged the hook. Once engaged, the emt/p at the side may move to the foot end of the stretcher to complete the unloading process.====================== health professional's impression======================towel covering safety hook.====================== health professional's impression======================towel covering safety hook.